Event description:
It was reported the patient was going to have pocket revision surgery due to erosion. The new pocket was to be located in the abdomen. The old pocket was swollen and pus was found inside it. A culture was taken and a complete explant was performed. The patient needed to wait six weeks for the new implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3093-33, lot# va0mp8b, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).